Event description:
Cardiology consultation: analysis of her pacemaker showed that she was pacing only 3% of the time, but that the lead now had electrical data suggestive of fracture and non-capture. The patient's lead and device is a vvi device; that is to say, it senses in both the atrium and ventricle and paces in the ventricle only off a single lead. The patient then underwent placement of a new single lead bipolar right ventricular lead and a new vvi pacemaker generator implanted. There were no complications.